Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer had a power issue. The programmer was unable to power up due to power supply failure. The hard drive was reconfigured. The software was updated and reloaded. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests.

Event description:
It was reported that the programmer would power off without warning after several minutes of being powered on. The programmer was returned for service. There was no patient involvement.